Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of ticket history, a search for similar complaints, a review of trending data, and a review of product labeling. During troubleshooting, the service representative found the cords used to close the garbage bags obstructed the fans of the vacuum pumps causing the vacuum pump to overheat, causing the tube, vacuum pump connect to melt. Service determined the tube, vacuum pump connect the likely cause and replacement of the part resolved the issue. A review of the ticket history for the (B)(4) did not identify no further reports of melting/burn issues since the tube, vacuum pump connect was replaced. A search for similar complaints did not identify any abnormal complaint activity. No trends were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported the tubes connecting the pump heads were blackened, and one of them had melted due to the excessive heat released by the pumps, of the alinity I. Apart from the smell of melted plastic, the customer also reported they heard excessive noise, but did not observe any smoke. Troubleshooting was performed, which included disassembling and cleaning of the vacuum pumps, replacing the filter and plastic tubes, after which the instrument was restarted. The next day ((B)(6) 2020), the customer experienced the same problem. The plastic tubes connecting the pump heads had melted again. The customer stated that the cords used to close the garbage bags of the rvs obstructed the fans of the vacuum pumps. Troubleshooting was performed and the instrument was restarted, after which the customer did not report anymore issues. No injuries were reported.